Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 23-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during the investigation, moisture was observed behind the display lens, and corrosion was observed inside the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. The pump was found to be unresponsive, with a lack of power. Investigators were unable to download the pump¿s history. A leak test verified a leak in the battery compartment. The pump¿s cover was removed, and evidence of moisture damage was found on the printed circuit board and the internal components.